Event description:
Procedure was an pd103 prostate brachytherapy implant. The seed order was filled with the incorrect seed activity: requested activity = 1.71mci / 2.21 u. The order was filled at 1.72 u, which is 22.2% below the requested seed strength. The facility confirmed verbally on (B)(6) 2013 that a boost dose was delivered to the pt. No further details have been provided at this time.

Manufacturer narrative:
The customer order form indicated the requested activity in both mci and units. The customer service rep inadvertently entered the value for mci instead of units and the order entry system defaults to units for pd103 orders. This resulted in the activity being lower than requested. The error was not detected in the order verification process at tgx nor during the order confirmation process at the distributor, nor by the customer upon receipt at the user facility or time of implant.